Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3: the recharger, model# 97755 serial# (B)(6), was returned for product analysis. Analysis of the recharger revealed a recharge antenna failure; the controller wouldn't power on when the recharger was plugged in. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger cord got hot when charging. It was said that "device not detected" was displayed, and that a message "please move the device" was also displayed, but during the phone call with the manufacturer, the message switched for a moment and could not be specified. It was unknown if there were any environment, external, or patient factors that may have caused the event. When the disk was touched, charging started normally. It was confirmed that the remaining charge of the stimulator was 50%, and the remaining charge of the controller was also 50%. The recharger and patient controller would be replaced in the future. The issue was not resolved. There were no problems with the patient's health.

Event description:
Additional information was received. It was reported that the controller and recharger were replaced.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.